Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the single use aspiration needle sheath moved when trying to extend the needle. The issue was found, during a diagnostic ebus bronchoscopy. The procedure was completed with the same set of equipment. There were no reports of patient harm.